Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgery on both knees, and they turned the ins off. When they turned it back on the patient seemed like they weren¿t doing as well but they were in pain from their knees before and they couldn¿t really tell when the symptoms started. They were certainly not getting relief and now they started to cramp like before they were implanted. The patient was up in the night for 1.5-2 hours a night and wasn¿t sleeping. The neurologist was helpful, but they just guessed what settings to use. The patient went to the hcp 3 times and the patient wasn¿t getting any better. At first the hcp increased stimulation but they couldn¿t settle and was restless and high. The then put the settings back like they were before. The patient was also stating that it was taking the patient 1.5-2 hours to get their ins fully charged. The patient was getting frustrated and couldn¿t sit that long and it was hard for them. They told it would take 20 min to charge and it was never 20 min, it was always 30-40 but now it took twice as long. The caller said the issue started they would say probably in the last year. The patient regretted going with a rechargeable ins. The caller also reported therapy didn¿t seem to be doing a lot for them and wondered if the battery was weak. It was asked if the patient got good coupling and the patient confirmed yes. It was asked if the settings were changed and the patient stated that the hcp had changed the settings and reviewed it can affect charging.

Event description:
Additional information was received from the consumer reporting the patient is having issues with charging. It takes a long time to charge the implant. They met with a manufacturer representative (rep) about the issue and the rep would order adhesive discs but did not. They stated the harness was too hard and they wanted to try the adhesives. Four boxes of adhesive discs were ordered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.